Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had their ins turned off last week for a procedure and now they wanted to turn ins on, but they cannot get past 'poor communication' on icon. The caller stated they were confident their system was working up until being turned off, though caller could not confirm 100% that the ins was turned off for procedure last week as they were under anesthesia and the healthcare provider (hcp) facilitated turning ins off. Technical services attempted to instruct patient (pt) to find ins, place icon back on the ins, and sync but the pt stated they had lots of fluids still from surgery and the patient and the other person in the room could not find the ins inside of pt. Technical services advised finding the incision scar and going below that but caller stated they could not find the ins. Technical services reviewed with caller how to synch/turn ins o n and off. Caller noted the hcp wanted to pull the foley catheter today(B)(6) 2023 and that was why they wanted ins turned on as soon as possible. Technical services advised when they have hcp with, they can call back if they do not find the ins--as noted, pt mentioned potentially letting fluid resolve from procedure. The hcp called back on (B)(6) 2023 and stated that ins wasn't working - patient had ins off for surgery 6 days ago, had a foley in and since trying to turn ins back on, it wasn't working properly. Technical services transferred caller to (B)(6).